Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that there was physical damage on his insulin pump near the battery compartment and that he was not currently connected to it. He also reported a blood glucose level of 30mmol/l. He further reported a bent cannula and an inability to connect to his carelink software. He was assisted in logging into carelink. No additional information was reported.